Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient advised dexcom technical support at the time of the call that patient took night time insulin dosage and then ate dinner. At some point the patient slumped over in a chair and stopped responding. A family member called 911. When paramedics arrived they performed CPR and tested patient's bg via finger stick, which read 15. Patient was administered 2 glucose shots and a few minutes later the patient began to recover. Patient's vitals were good, so patient was not taken to the hospital. Patient stated that prior to the incident, had bg readings that averaged 150. Patient did not report any injury or additional medical intervention at the time of contact with dexcom technical support. During the call with dexcom technical support, patient relayed a current condition of good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) was returned for evaluation on (B)(4) 2014. The receiver was visually inspected and found no observations related to the customer complaint. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log showed no issues related to the customer's complaint. Therefore, the reported event of continuous glucose monitoring inaccuracies could not be confirmed.